Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4) mfg date 5/6/2014 exp date 1/31/2019. (B)(4) mfg date 5/6/2014 exp date 1/31/2019. (B)(4) mfg date 5/30/2014 exp date 1/31/2019. (B)(4) mfg date 6/19/2014 exp date 1/31/2019.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and an adhesion barrier was used. The device was used on the front wall of the uterus. Post op the patient developed an adhesive intestinal obstruction and required additional surgery. Additional information has been requested.